Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21110. It was reported that patient ipg had twisted in the pocket and lead is wrapped around it. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional follow up indicated patient underwent surgical intervention on (B)(6) 2020 where in the ipg was sutured down to prevent from flipping and the lead was explanted and replaced, resolving the issue.